Manufacturer narrative:
Concomitant medical product(s): cook fs-qeb-xl-b extraction balloon; olympus clever cut knife kd-v411m-0730. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. At a distance of 4.4 cm to 7.8 cm from the distal end, the wire guide covering has folded over itself. At a distance of 7.8 cm to 17.8 cm from the distal end is a section of bare core wire. The distal 20 cm of wire guide has several kinks. The distal blue coating of wire guide has been stained yellow. The wire guide coating feels rough and has some discoloration with a few kinks 217 cm to 228 cm from the distal end. The wire guide coating appears to be crushed 230.5 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide holder can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel of device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant medical products: cook fs-qeb-xl-b extraction balloon, mtw cannula (unknown model), olympus clever cut knife (unknown model). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. At a distance of 4.4 cm to 7.8 cm from the distal end, the wire guide covering has folded over itself. At a distance of 7.8 cm to 17.8 cm from the distal end is a section of bare core wire. The distal 20 cm of wire guide has several kinks. The distal blue coating of wire guide has been stained yellow. The wire guide coating feels rough and has some discoloration with a few kinks 217 cm to 228 cm from the distal end. The wire guide coating appears to be crushed 230.5 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The report indicates the wire guide was used with and mtw cannula and an olympus clever cut est knife. Many mtw catheters are metal tip devices. The instructions for use precautions the user that this product is not compatible with metal tip devices, "use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide holder can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel of device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. A patient underwent endoscopic bile duct stone removal. After cannulation was performed through papilla, a tracer hybrid wire guide was placed. Then, est [endoscopic sphincterotomy] was performed with olympus clever cut. To remove the stones, the cook fusion quattro extraction balloon fs-qeb-xl-b was advanced over the tracer hybrid wire guide, however, the balloon would not advance smoothly over the wire guide (as there was some resistance), but, the balloon could be inserted anyway. The user spent a lot of time to use the balloon to remove the stone(s) and completed the procedure. After the procedure, it was confirmed that the part of external coating came off. The user recognized this was defect device, therefore he reported to the cook sales representative after decontamination of the device. The sales representative's comment: the area of external coating came off, about 10 cm from the distal tip and its length is about 10 cm. Peeling is circumferential, it can confirm inner core wire.